Event description:
Pt dialyzed on qb of 350 throughout 3 hour treatment. Pt. Has history of problems with arterial limb of perm cath collapsing during treatment. Unable to achieve higher qb. Pt. Was admitted to hospital post dialysis with confirmed hemolytic reaction.